Manufacturer narrative:
H3: analysis of the lead (s/n (B)(6)) revealed no significant anomaly/complaint unverified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: b3301542, lot#serial#: (B)(6), product type: lead, product ID: neu_stylet_acc, lot#serial#: unknown, product typ: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead tip, specifically the electrode part of the lead, was bent. No environmental or external factors contributing to the issue were identified, and no diagnostics or troubleshooting have been performed. No interventions have been taken to address the issue, and it remains unresolved. Further information may be available from the healthcare professional and should be obtained directly.